Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located at approximately 5mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, balloon rupture occurred. Vascular access was obtained via left femoral artery. The 30-40x12-14mm, eccentric, in-stent restenosis, 50-60% stenosed target lesion was located in the non-calcified and non-tortuous left common iliac artery. A non-bsc guide wire was used to cross the lesion. During predilatation, a 12.0-40, 80 wanda balloon catheter was advanced to the lesion. After the first dilatation at 5 atmospheres for 30 seconds, they found out that there was blood left in the device. It was noticed that the balloon has ruptured. The device was removed intact. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.